Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (adjust belt messages, damaged monitor case) has been confirmed.  Upon investigation the monitor failed incoming testing.  The cause for the failure was isolated to a damaged pulse wire in the monitor's electrode belt cable receptacle. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and had a damaged monitor case.